Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's button getting hard to press. Customer's blood glucose level was 124 mg/dl. Customer observed time clock for one minute and time was advanced. Customer reported that buttons responding however customer having a hard time pressing it. Customer reported that the physical damage to the insulin pump reservoir lip ring and battery lip also. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.